Manufacturer narrative:
The pro-padz multi-function electrodes were returned to zoll medical corporation for evaluation. The pads were visually inspected and found excessive hair on the front pad. Discoloration was found around the edges of the tins on both pads indicating the pads were used to deliver energy. The pads passed continuity and functional testing and were scrapped after evaluation. The log files were not available to review and no pictures of the patient's alleged burn was provided as part of this investigation. It is important to note that during defibrillation therapy, patients can experience burns and redness due to a high measured patient impedance. This could be for a variety of reasons including, but not limited to, skin preparation, electrode application, or poor coupling. Zoll recommends that patients are cleaned and clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. This investigation was closed as improper patient preparation prior to the application of the electrodes. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patient subsequently sustained a burn. The customer was unable to provide information on the degree of the burn.